Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the patient had a couple of vt episodes and was treated appropriately by the implantable cardioverter defibrillator. There was also undersensing noted leading upto the detection of vt which was suspected to have resulted in delay of therapy. The patient was symptomatic. The device was reprogrammed. The patient was stable.